Event description:
Pt uses a CPAP mask as they sleep. It has a motor which takes room air, forces it into a hose, the hose goes in and then out of a reservior of water -just glancing off the water- and then into their mask. In general, it's not too bad. However, one night pt woke to find that their face was getting wet. Usually it's just humid air, not water. It turns out that in their sleep pt had pulled the water tank off the dresser. The pump is heavier and it stayed on the dresser. The water filled the hose and the pump continued to push the water towards and into their face. Fortunately for pt, the dresser is low and most of the water was below their face. The pump wasn't able to push it back up into their face. However, they're also taking a very heavy sleeping medicine. Pt knows this is not in FDA's jurisdiction. Pt gives a different scenario: the pump and the water are higher, the water is pulled off the dresser, the user has the mask on firmly, the medicine has the user out cold. In the right situation, this is a deadly mix. Pt suggests info in the CPAP equipment to warn of these hazards. Pt suggests a redesign of the equipment to -1- perhaps mount it on a table, or recommend that it be used on the floor, -2- have a means in the hose and mask for water to exit where air cannot, and -3- design the motor to stop when the resistence is unusual.